Event description:
Event verbatim [preferred term] burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip [thermal burn] , attached the adhesive to body/did not check her skin under the product while wearing thermacare [device use error] , about 15 of those metallic things in the wrap and only one of them burned her back [device issue] , . Case narrative: this is a spontaneous report from a contactable consumer. A post-menopausal, not pregnant (B)(4)-year-old other white female patient started to receive thermacare heatwrap (thermacare lower back & hip) might be red and white color of the box, via an unspecified route of administration from (B)(6) 2017 at 1 dose form used half hour to 45 minutes a day for back pain. Medical history included high blood pressure, diabetic and currently under the care of a physician for these medical condition, and very very mild rheumatoid arthritis. Concomitant medicines included she was taking blood pressure pills and diabetic pills, but nothing applied to the skin. The patient previously used lidocaine pain patch for back pain. She was using the thermacare because she ran out of her lidocaine pain patch. She ran out probably a week and a half before the report in (B)(6) 2017. The patient also reported previously used other heat products for pain relief included a heating pad and the microwave heating pack and mentioned she also used ice, which she used these years before the report, and reported left the microwave one on until it cold down, and heating pad alternated with ice every 15 minutes. The patient had never previously experienced a problem/symptom with one of these products. The patient had not previously used thermacare. The patient was reporting on the thermacare lower back and hip. The patient's skin tone was very light or fair and did not have sensitive skin or any abnormal skin conditions. The patient did read the usage instructions on thermacare before she used the product. The first one she used on (B)(6) 2017, it was never got hot. The next day she tried another one and that one burned her back that she described feeling hot, then got up and took the patch off, and husband noticed the burn. She further stated on tuesday, (B)(6) 2017, she put it on, was sitting in her chair/recliner and a little bit later she got hotter and hotter and felt something burning. The patient did not engage in exercise while using the product. About an hour later she got up and took off the thermacare. She stated that it was only on for 30-45 minutes and confirmed that she had been used the product only half of an hour to 45 minutes that day. Got up 15 minutes later and couldn't see her back because it was in a spot where she couldn't see it. She stated there were about 15 of those metallic things in the wrap and only one of them burned her back. Her husband rubbed her back with cream and asked her what had happened because she had a big red spot on her hip, it was raw. It was hard for her to put underwear or shorts on because of the location. She was unable to confirm the actual timing. She put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) on it and a bandage. The patient stated she had a burn mark on her hip. She went to pharmacy and showed the pharmacist and was advised to call us. The patient did not go to the doctor for this. The patient was not sleeping while wearing the product, and was not wearing several layers of clothing over the thermacare product (mentioned she was just wearing underwear and a pair of shorts) and stated that it was just the waistband of your shorts and that was not snug, and attached the adhesive to body and the patient did not check her skin under the product while wearing thermacare on (B)(6) 2017. Product strength and count size dispensed: 4 or 6 maybe, it was a single pack, she does not know really. The sample of the product was available to be returned since the patient had discarded to the product and did not have available to provide the lot, ndc, or expiry. Action taken in response to the events for thermacare heatwrap was permanently discontinued the product on (B)(6) 2017. The outcomes of events burned her back/a big red spot on her hip/burn mark on her hip and about 15 of those metallic things in the wrap and only one of them burned her back were not resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/has been in pain for a week now [thermal burn] , about 15 of those metallic things in the wrap and only one of them burned her back [device issue] , attached the adhesive to body/did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A post-menopausal, not pregnant (B)(6) other white female patient started to receive thermacare heatwrap (thermacare lower back and hip) might be red and white color of the box, via an unspecified route of administration from (B)(6) 2017 at 1 dose form used half hour to 45 minutes a day for back pain. Medical history included post-menopausal, high blood pressure, diabetic and currently under the care of a physician for these medical condition, and very mild rheumatoid arthritis. Concomitant medicines included she was taking blood pressure pills and diabetic pills, but nothing applied to the skin. The patient previously used lidocaine pain patch for back pain. She was using the thermacare because she ran out of her lidocaine pain patch. She ran out probably a week and a half before the report in (B)(6) 2017. The patient also reported previously used other heat products for pain relief included a heating pad and the microwave heating pack and mentioned she also used ice, which she used these years before the report, and reported left the microwave one on until it cold down, and heating pad alternated with ice every 15 minutes. The patient had never previously experienced a problem/symptom with one of these products. The patient had not previously used thermacare. The patient was reporting on the thermacare lower back and hip. The patient's skin tone was very light or fair and did not have sensitive skin or any abnormal skin conditions. The patient did read the usage instructions on thermacare before she used the product. The first one she used on (B)(6) 2017, it was never got hot. The next day she tried another one and that one burned her back that she described feeling hot, then got up and took the patch off, and husband noticed the burn. She further stated on tuesday, (B)(6) 2017, she put it on, was sitting in her chair/recliner and a little bit later she got hotter and hotter and felt something burning. The patient did not engage in exercise while using the product. About an hour later she got up and took off the thermacare. She stated that it was only on for 30-45 minutes and confirmed that she had been used the product only half of an hour to 45 minutes that day. Got up 15 minutes later and couldn't see her back because it was in a spot where she couldn't see it. She stated there were about 15 of those metallic things in the wrap and only one of them burned her back. Her husband rubbed her back with cream and asked her what had happened because she had a big red spot on her hip, it was raw. It was hard for her to put underwear or shorts on because of the location. She was unable to confirm the actual timing. She put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) on it and a bandage. The patient stated she had a burn mark on her hip. She went to pharmacy and showed the pharmacist and was advised to call us. The patient did not go to the doctor for this. The patient was not sleeping while wearing the product, and was not wearing several layers of clothing over the thermacare product (mentioned she was just wearing underwear and a pair of shorts) and stated that it was just the waistband of your shorts and that was not snug, and attached the adhesive to body and the patient did not check her skin under the product while wearing thermacare on (B)(6) 2017. The patient further clarified upon follow up on 23may2017 that she was burned by one of the back packs pretty bad. She had been in pain for a week now. Her husband took pictures of it. She could not wear underwear without putting gauze over it. It burnt her pretty good. Product strength and count size dispensed: 4 or 6 might be, it was a single pack, she does not know really. The sample of the product was available to be returned since the patient had discarded to the product and did not have available to provide the lot, ndc, or expiry. Action taken in response to the events for thermacare heatwrap was permanently discontinued the product on (B)(6) 2017. The outcomes of events burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had been in pain for a week now, and about 15 of those metallic things in the wrap and only one of them burned her back were not resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information reported from the consumer includes: additional information on event (had been in pain for a week now). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.

Event description:
Event verbatim [preferred term] burned her back that she described feeling hot/felt something burning/a big red spot on her hip, it was raw/burn mark on her hip /has been in pain for a week now [thermal burn] , about 15 of those metallic things in the wrap and only one of them burned her back [device issue] , the patient did read the usage instructions/attached the adhesive to body/did not check her skin under the product while wearing thermacare [intentional device misuse] . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A post-menopausal, not pregnant 73-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: s23837, might be red and white color of the box, via an unspecified route of administration on (B)(6) 2017 at 1 dose form used half hour to 45 minutes a day for lower back pain. Medical history included ongoing post-menopausal, ongoing high blood pressure, ongoing diabetic and currently under the care of a physician for these medical condition, and very mild rheumatoid arthritis from unknown date and unknown if ongoing. Concomitant medicines included glipizide at 1 pill daily for diabetic and blood pressure pills, but nothing applied to the skin. The patient previously used lidocaine pain patch for back pain. She was using the thermacare because she ran out of her lidocaine pain patch. She ran out probably a week and a half before the report in (B)(6) 2017. The patient also reported previously used other heat products for pain relief included a heating pad and the microwave heating pack and mentioned she also used ice, which she used these years before the report, and reported left the microwave one on until it cold down, and heating pad alternated with ice every 15 minutes. The patient had never previously experienced a problem/symptom with one of these products. The patient had not previously used thermacare. The patient was reporting on the thermacare lower back and hip. The patient's skin tone was medium, very light or fair and did not have sensitive skin or any abnormal skin conditions. The patient did read the usage instructions on thermacare before she used the product. The first one she used, it was never got hot. She tried another one and that one burned her back that she described feeling hot, then got up and took the patch off, and husband noticed the burn on (B)(6) 2017. She put it on, was sitting in her chair/recliner and a little bit later she got hotter and hotter and felt something burning. The patient did not engage in exercise while using the product. About an hour later she got up and took off the thermacare. She stated that it was only on for 30-45 minutes and confirmed that she had been used the product only half of an hour to 45 minutes that day. Got up 15 minutes later and couldn't see her back because it was in a spot where she couldn't see it. She stated there were about 15 of those metallic things in the wrap and only one of them burned her back. Her husband rubbed her back with cream and asked her what had happened because she had a big red spot on her hip, it was raw. It was hard for her to put underwear or shorts on because of the location. She was unable to confirm the actual timing. She put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) on it and a bandage. She could not wear anything but loose clothes. The patient stated she had a burn mark on her hip. She went to pharmacy and showed the pharmacist and was advised to call us. The patient did not go to the doctor for this. The patient was not sleeping while wearing the product, and was not wearing several layers of clothing over the thermacare product (mentioned she was just wearing underwear and a pair of shorts) and stated that it was just the waistband of your shorts and that was not snug, and attached the adhesive to body and the patient did not check her skin under the product while wearing thermacare on (B)(6) 2017. The patient further clarified upon follow up on (B)(6) 2017 that she was burned by one of the back packs pretty bad. She had been in pain for a week now. Her husband took pictures of it. She could not wear underwear without putting gauze over it. It burnt her pretty good. Product strength and count size dispensed: 4 or 6 might be, it was a single pack, she does not know really. The sample of the product was not available to be returned since the patient had discarded to the product and did not have available to provide the lot, ndc, or expiry. As of (B)(6) 2017, the patient stated she was hospitalized for "about 15 of those metallic things in the wrap and only one of them burned her back". Within 15-20 minutes getting warmer, then hot then burning. She had it on for about 1/2 hour. She was severely burned in 1 spot, which was raw for 8 days. There were red spots around the one that burned her on back. She consulted a pharmacist for the symptoms. The pharmacist asked if she had any cream for burns. The patient told her about bacitracin ointments. Action taken in response to the events for thermacare heatwrap was permanently discontinued on (B)(6) 2017. The outcomes of events "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had been in pain for a week now", and "about 15 of those metallic things in the wrap and only one of them burned her back" was not resolved. The outcome of the other event was unknown. Follow-up (23may2017): new information reported from the consumer includes: additional information on event (had been in pain for a week now). Follow-up (09jun2017): new information reported from a contactable consumer included: suspect product data (lot number, start date), concomitant drug data, updated event onset date, seriousness criteria (hospitalized). Follow-up (24mar2020): this is a follow-up spontaneous report received from a product quality complaint group. According to the product quality complaint group conclusion for thermacare lower back & hip (device lot number: s23837, expiry date: feb2020): complaint sub-class: wrap/patch/pad never worked/unusable/can not be reused: reasonably suggest device malfunction: yes. Severity of harm was provided as s1. Site sample status was not received. Summary was provided as follows: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. No follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term] burned her back that she described feeling hot/felt something burning/a big red spot on her hip, it was raw/burn mark on her hip /has been in pain for a week now [thermal burn] , about 15 of those metallic things in the wrap and only one of them burned her back [device issue] , attached the adhesive to body/did not check her skin under the product while wearing thermacare [device use error] , . Case narrative: this is a spontaneous report from a contactable consumer reported for herself. A post-menopausal, not pregnant (B)(6) other white female patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number: 523837, might be red and white color of the box, via an unspecified route of administration from (B)(6) 017 at 1 dose form used half hour to 45 minutes a day for lower back pain. Medical history included post-menopausal, high blood pressure, diabetic and currently under the care of a physician for these medical condition, and very very mild rheumatoid arthritis. Concomitant medicines included glipizide at 1 pill daily for diabetic and blood pressure pills, but nothing applied to the skin. The patient previously used lidocaine pain patch for back pain. She was using the thermacare because she ran out of her lidocaine pain patch. She ran out probably a week and a half before the report in (B)(6) 2017. The patient also reported previously used other heat products for pain relief included a heating pad and the microwave heating pack and mentioned she also used ice, which she used these years before the report, and reported left the microwave one on until it cold down, and heating pad alternated with ice every 15 minutes. The patient had never previously experienced a problem/symptom with one of these products. The patient had not previously used thermacare. The patient was reporting on the thermacare lower back and hip. The patient's skin tone was medium, very light or fair and did not have sensitive skin or any abnormal skin conditions. The patient did read the usage instructions on thermacare before she used the product. The first one she used, it was never got hot. She tried another one and that one burned her back that she described feeling hot, then got up and took the patch off, and husband noticed the burn on (B)(6) 2017. She put it on, was sitting in her chair/recliner and a little bit later she got hotter and hotter and felt something burning. The patient did not engage in exercise while using the product. About an hour later she got up and took off the thermacare. She stated that it was only on for 30-45 minutes and confirmed that she had been used the product only half of an hour to 45 minutes that day. Got up 15 minutes later and couldn't see her back because it was in a spot where she couldn't see it. She stated there were about 15 of those metallic things in the wrap and only one of them burned her back. Her husband rubbed her back with cream and asked her what had happened because she had a big red spot on her hip, it was raw. It was hard for her to put underwear or shorts on because of the location. She was unable to confirm the actual timing. She put bacitracin, neomycin sulfate, polymyxin b sulfate (neosporin) on it and a bandage. She could not wear anything but loose clothes. The patient stated she had a burn mark on her hip. She went to pharmacy and showed the pharmacist and was advised to call us. The patient did not go to the doctor for this. The patient was not sleeping while wearing the product, and was not wearing several layers of clothing over the thermacare product (mentioned she was just wearing underwear and a pair of shorts) and stated that it was just the waistband of your shorts and that was not snug, and attached the adhesive to body and the patient did not check her skin under the product while wearing thermacare on (B)(6) 2017. The patient further clarified upon follow up on 23may2017 that she was burned by one of the back packs pretty bad. She had been in pain for a week now. Her husband took pictures of it. She could not wear underwear without putting gauze over it. It burnt her pretty good. Product strength and count size dispensed: 4 or 6 might be, it was a single pack, she does not know really. The sample of the product was not available to be returned since the patient had discarded to the product and did not have available to provide the lot, ndc, or expiry. As of (B)(6) 2017, the patient stated she was hospitalized for "about 15 of those metallic things in the wrap and only one of them burned her back". Within 15-20 minutes getting warmer, then hot then burning. She had it on for about 1/2 hour. She was severely burned in 1 spot, which was raw for 8 days. There were red spots around the one that that burned her on back. She consulted a pharmacist for the symptoms. The pharmacist asked if she had any cream for burns. The patient told her about bacitracin ointments. Action taken in response to the events for thermacare heatwrap was permanently discontinued the product on (B)(6) 2017. The outcomes of events burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had been in pain for a week now, and about 15 of those metallic things in the wrap and only one of them burned her back were not resolved. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (23may2017): new information reported from the consumer includes: additional information on event (had been in pain for a week now). Additional information has been requested and will be provided as it becomes available. Follow-up (09jun2017): new information reported from a contactable consumer included: suspect product data (lot number, start date), concomitant drug data, updated event onset date, seriousness criteria (hospitalized). Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burned her back that she described feeling hot/felt something burning/a big red spot on her hip/burn mark on her hip, it was raw/had a burn mark on her hip", "attached the adhesive to the body and did not check skin while wearing the device" and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.